Event description:
A surgeon reports that a pt is experiencing visual disturbances following intraocular lens implant surgery. The disturbances were described as starbursts in overhead lights. The association between the reported symptoms and the intraocular lens is not known.